Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, it was reported by the patient that this lead malfunctioned six months ago and it was replaced. No explant date or further information was provided. Should additional information be provided this file will be updated.